Event description:
It was reported that balloon leak occurred. The target lesion was located in a diagonal artery. A 2.25 x 38mm synergy drug-eluting stent was advanced to treat the lesion. During the procedure, the physician pulled negative on the device before deployment and got blood return. The procedure was completed with another of same device. No patient complications were reported.